Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut r transcatheter aortic valve, product ID: evolutr-29, serial number: unknown. Citation: wenzhi pan, dawei lin and shasha chen et al. Transcatheter ¿sandwich¿ valve-in-valve implantation technique for pure aortic regurgitation: operation skills and early experience. Cvia. 2024. Vol. 9(1). Doi: 10.15212/cvia.2024.0007 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. H6: the codes present in h6 correspond to components/products that comprise the reported event. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the transcatheter ¿sandwich¿ valve-in-valve implantation technique for pure/native aortic regurgit ation in a case series of seven patients. The only case involving medtronic product is summarized below. Case 3: the patient underwent transcatheter aortic valve replacement with a medtronic 29 mm evolut r system. In their account of this case, the authors noted that the valve was deployed too low, and when ¿pulling the valve up,¿ the valve dislodged to the ascending aorta. A second 29 mm evolut r valve was then implanted. As documented in the article, the patient did not experience post-operative aortic regurgitation or any other complications. No further information was provided pertaining to medtronic products.